Manufacturer narrative:
Result: nurse call cord with bent prongs.

Event description:
It was reported by service report that the docker cable com cord) had bent pins. It is unk if there was pt involvement or adverse consequences to report.